Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was set to value other than monitor + therapy. Tachycardia therapy for the crt-d was programmed off. Attempts to obtain additional information were unsuccessful. This crtd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.